Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that during testing the unit will power cycle when the stop and start button is pressed. There was no patient injury reported.

Manufacturer narrative:
One device was received in good physical condition. The complaint was not able to be duplicated during investigation. Power lost while pump was on, high pressure and upstream occlusion alarm messages were found in the device's event history logs but no "key stuck" or (key pressed) message could be found. A root cause could not be determined. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Preventative action taken. Replaced "mpu" board, downstream sensor, and upstream sensor.